Event description:
It was reported by the patient's mother that prior to getting battery replacement, the physician increased the patient's device settings since the battery was low. After the battery replacement, the device was programmed to those high settings and were not turned back down. It was stated that the high settings are too strong for the patient causing him to "shake violently" during his seizures like they never have before and appears as if they are being electrocuted. No physician's assessment is available at this time as the new neurologist the patient is seeing indicated they do not have established care with the patient yet. No additional relevant information has been received to date.

Event description:
Additional information was received from the patient's previous neurologist that the patient was transferred to be treated elsewhere. The patient's settings were not increased due to the low battery, rather to help further provide treatment for the patient's condition as they were having episodes. No new additional information has been received to date.